Manufacturer narrative:
(B)(4). Unit p-cap / reservoir locked properly in place. Unit received with cracked case, cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Unit passed displacement test, active current measurement, sleep current measurement, and self test. No battery or power anomalies noted during testing however, unit received with high resistance path on j6 resistance connector. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a crack at the back by the battery compartment. The insulin pump had battery error and the battery cap was ok. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.